Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Blocks d4, f9 & h4: the lot number was not provided, thus the following information is unknown: unique ID, expiration date, approximate age of device, and manufacture date. Blocks e1 & g2: country is sweden. Block h3: the lumiguide was discarded, thus no returned product evaluation was performed. Block h6: aortic dissection is a known risk of complication with use of the lumiguide, covered by the device risk management. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a lumiguide wire was used in an aortic procedure. During use, the patient experienced serious bleeding likely caused by wire perforation. A new device was used to complete the procedure. This adverse event is being submitted because the lumiguide was in use when a perforation occurred. There was no alleged malfunction with the lumiguide wire.